Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet charger did not charge the device despite the user trying multiple household outlets, with the charger light remaining solid, and a replacement was initiated. No adverse clinical symptoms associated with very low device power reported. Outcomes completion of troubleshooting without medical intervention. Customer care provided support that included user-reported troubleshooting steps and shipment of replacement supplies. Investigation of this case revealed a failure to charge associated with the power/charging component, consistent with a charger malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.